Manufacturer narrative:
Sections with additional information as of 20-aug-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 164, 155, 151, 163 and 180 mg/dl. Customer stated that she had obtained a high result the day prior and had gone to the pharmacy; at the pharmacy the customer's blood glucose test result using their meter had been 100 mg/dl fasting and the result using the true metrix meter had been 163 mg/dl fasting. Pharmacy had advised customer to discontinue use of the true metrix meter and contact her doctor. Customer stated she did not contact the doctor and had called manufacturer instead. The customer feels well and did not report any symptoms. The customer¿s expected blood glucose test result ranges are 96-100 mg/dl am fasting and 150 mg/dl pm fasting. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 02/28/2026 and test strips were opened 2 days ago. The meter memory was reviewed for previous test result history: result 1: 164mg/dl, date: (B)(6) 2025, time: 9p fasting, result 2: 155mg/dl , date: (B)(6) 2025 , time: 11:55a fasting , result 3: 151mg/dl, date: (B)(6) 2025, time: 10a fasting, result 4: 163mg/dl, date: (B)(6) 2025 , time: 9:58a fasting , result 5: 180 mg/dl , date: (B)(6) 2025, time: 8:05a fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due customer going to pharmacy due to meter results. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 01-jul-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.